Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring a pacemaker implant. During an idvt case the patient went into heart block after completion of several lesions toward the end of the case. The discovered it by monitoring the signals. It was known that a pacemaker would be needed by the patient and the decision was made to continue ablation while pacing the patient. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. The premature ventricular contraction (pvc) were coming from area by conduction. The rv catheters was used to pace until pacemaker was implanted. The patient has a pacemaker and is stable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.